Event description:
Black coating is peeling off the instrument. These have been used less than 10 times.======================manufacturer response for robotic bowel grasper davinci, bowel grasper robotic (per site reporter).======================they would like the device to evaluate.